Event description:
As reported on (B)(4)2014, a male pt of unk age presented for a microwave procedure of the liver. When the treating physician withdrew the probe to reposition, it was noted the tip of the applicator had fractured off inside of the pt. The physician determined not to remove the fracture piece from the pt. The procedure was successfully completed with another device. There was no report of permanent harm or injury to the pt due to the event. It was reported the disposable device is available for return to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly and performance specifications. (B)(4).